Event description:
According to reporter upon removal, it was noted that the reinforcement wire was exposed and protruding. The trach required replacement with a new product. The pt suffered no reported injury or distress.

Manufacturer narrative:
Additional MFR narrative: device has been returned for evaluation. Once the device has been evaluated, the MFR will file a follow-up report detailing the results of the evaluation.